Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) stated that 'about two weeks ago' and was told to discuss with a healthcare provider (hcp), so they did at their refill yesterday, their hcp told them to call medtronic for a replacement handset and communicator. The patient stated that 'I'm not going to say what he said,' in reference to hcp being very upset with functionality of the equipment. The hcp took out old meds, refilled the pump with new meds, and 'before he did that, he increased the dose on each of them,' which the agent understood and clinician bolus and connecting to the pump both with the patient and clinician equipment. The patient re-reported that the 1st 90% of connecting to the pump 'will not go through,' and the patient mentioned that 'after a while it went to no pump found. ¿the agent reviewed telemetry considerations and reviewed clearing data and patient agreed. Prior to data clear, patient provided pp - 30.83mb data - 2.01 mb cache - 77.82 kb total - 32.92 mb. The patient then able to connect to the pump well without issue and read a 13 hour and 7-minute lockout, confirmed as a clinician bolus in progress in therapy details. The patient agreed to monitor and call back for assistance as needed. The hcp started the bolus at 4:30 pm yesterday at their appointment.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID: hh90t01, serial# (B)(6), product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering ¿hydromorphine hci .5mg/ml, fentanyl cirate .2mg/ml, and clonidine hci 200 mcg/ml.¿ the indication for pump use was spinal pain. The patient reported ¿I honestly never paid that much attention to it when you go to use the bolus on it to get an extra medication - I never paid attention to how long it took from the time you went through all the steps to get the thing to connect - when the actual icon is up to let the pump communicate with the unit inside you and the phone, you have to do it the same every time - now, when you have the icon up and you push the button which tells it the first time it's looking to connect with the pump, it goes in the little clockwise thing and it goes to 90% and it just sits there - finally, it will communicate and then the other one comes up or to turn the pump on and you has to push that one for the bolus dose and it does the same thing - it goes from 0 to 90 and it sits there (telemetry delay) and it's taking 2.5 minutes for that thing to communicate and do whatever it's going to do (to get a bolus).¿ the patient stated that they didn¿t remember it taking that long in the beginning and ¿it seems like it's just taking longer and longer.¿ the patient mentioned that they had bolused ¿maybe 10 minutes ago¿ before calling. The agent reviewed considerations and reviewed clearing data, but the patient declined as ¿it's not a problem, it does finally work, and I do get the medicine, but just wanted to check on it.¿ the patient was going to bring their equipment with to their next appointment and discuss it with their doctor.